Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (300 mg/dl).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.